Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this activity was found to be normal function / normal behavior of the lead after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent loss of capture, one hour post implant procedure. The lead remains in use. No patient complications have been reported as a result of this event.